Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture (loc) and high pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The lead was tested on a pacing system analyzer (psa) and high out of range pacing impedance measurements greater than 2,000 ohms were observed. The physician elected to explant both the rv and right atrial (ra) lead. During explant of the leads, the patient suffered a pericardial effusion. The pacemaker, rv and ra lead were explanted. A drain was inserted into the pericardial space and no device system has been reimplanted or planned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The hospital kept the product and the return is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.